Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-12787. It was reported that a pericardial effusion with tamponade occurred post procedure. A left atrial appendage (laa) closure procedure was being performed. There was no pericardial effusion at baseline. A 24mm watchman ® laa closure device and delivery system was used with a watchman® access system (was) to assess the usable depth and diameter of the laa due to the poor quality of the transesophageal echocardiogram (tee) image. The closure device was removed, there was no attempt to deploy this closure device. Sweeps were performed after the closure device was removed and there was no pericardial effusion (pe). A 30mm watchman ® laa closure device and delivery system was inserted and deployed, but was too distal and after 4 partial recaptures the closure device was removed. Sweeps were performed after the closure device was removed and there was no pe. A second 30mm watchman ® laa closure device and delivery system was inserted through the same was and was successfully deployed. No recaptures were performed; there was no pe post implant. The patient was stable of was sent to the ward for recovery. Approximately 8-10 hours post implant the patient became hypotensive. At 10:30am the following day the physician found about 1cm of fluid around the heart. A wire was inserted and a pericardiocentesis was performed. They were able to drain the fluid and the patient stabilized. Two days later the drain was removed, but the patient remained intubated.